Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the second lot number: unknown. Medical device expiration date: 2022-11-30. Device manufacture date: 2020-12-03. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced integrated holder separating from the non patient end needle. The following information was provided by the initial reporter. The customer stated: "when user pushed button to retract the needle the bottom plastic hub slid away and separated from the butterfly leaving a used needle full of blood exposed." Additional information received: 2/22/2021. Received email from customer that there were no needlestick injuries and that the devices is activated with the index finger. They have also had 2 other times where device fell apart, do not know if same lot#.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced integrated holder separating from the non patient end needle. The following information was provided by the initial reporter. The customer stated: "when user pushed button to retract the needle the bottom plastic hub slid away and separated from the butterfly leaving a used needle full of blood exposed." Additional information received: 2/22/2021. Received email from customer that there were no needlestick injuries and that the devices is activated with the index finger. They have also had 2 other times where device fell apart, do not know if same lot#.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 100 retention samples from bd inventory were evaluated by functional testing and the issue relating to barrel separating in one of the sets was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.